Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected prime or fill anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was over 600 mg/dl at the time of incident. Customer treated with manual injection. Customer experienced symptoms such as vomiting, passing out and bruise in the eye. Customer does not to troubleshoot. Customer stated insulin pump had bent cannula. Customer stated they changing set but still blood glucose going to high. The device will be returned for analysis.